Manufacturer narrative:
An investigation was performed, however there was insufficient information to determine cause of the reported issue. Essential information such as the physical device, logs, or steps to reproduce the issue were not provided.

Event description:
It was reported the lumify ultrasound system was not available during an unspecified critical procedure due to intermittent shutdowns. Additional information is being obtained to determine the outcome of the procedure. There was no reported patient nor user harm associated with this event. Philips has started an investigation, and upon completion, a follow up report will be submitted.